Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The date of the event is an approximation. The event occurred the day after cgm sensor insertion on the patient¿s arm. Although the exact date was not provided, it was reported to have taken place in mid to late (B)(6) 2026. At the time of the event, the patient was using an omnipod insulin pump. At approximately 6:00 am, the patient began experiencing persistent vomiting and was unable to tolerate food or fluids. He became dehydrated, weak, and subsequently lost consciousness. A fingerstick bg measurement obtained by his parent was 400 mg/dl, while the cgm displayed 180 mg/dl. The patient was transported to the hospital, where fingerstick bg values ranged from 485¿500 mg/dl. He was diagnosed with diabetic ketoacidosis (dka) and received treatment with intravenous insulin, fluids, and electrolyte replacement, including potassium and magnesium. After ongoing treatment and monitoring, his bg levels stabilized, and he was discharged 2.5 days later. It was noted that during the event, the cgm readings were erratic and frequently did not match the bg values obtained by hospital staff. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia, loss of consciousness and diabetic ketoacidosis.